Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the external label printer showed a solid red light and a connection error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the external label printer showed a solid red light and a connection error. A technical support specialist (tss) logged off and then logged in as cfnadmin. They opened the control panel, checked the zebra printer queue (which was empty), confirmed the printer was online, performed a successful print test, and rebooted the station. The station was up and running normally, with no issues found with the zebra printer.